Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit pacing inhibition due to oversensing. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the provided egm and determined there to be ventricular oversensing that appears to lead to under pacing leading to a pause for less than two seconds. Ts discussed possible programming optimization options and recommended for the patient to be brought into the clinic for further evaluation of the lead. At this time, this rv lead remains in service.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit pacing inhibition due to oversensing. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the provided egm and determined there to be ventricular oversensing that appears to lead to under pacing leading to a pause for less than two seconds. Ts discussed possible programming optimization options and recommended for the patient to be brought into the clinic for further evaluation of the lead. At this time, this rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, the rv lead was evaluated by the clinic and found to be functioning as expected with normal stable values. The physician was unable to duplicate the pacing inhibition. At this time, the rv lead remains in service and will continue to be monitored. No additional adverse patient effects were reported.